Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. A sample was not available for complaint analysis; however, a picture was provided and the broken area was confirmed. The device history record for batch reported 0000659495 (manufactured in april 2014) was reviewed. This investigation determined that all products were manufactured, inspected, and released in accordance with our internal procedures and no issues were found related to the reported issue. Without the sample, we are unable to determine a root cause for the reported failure. If the sample is provided at a later date, the investigation will be re-opened and a follow-up report filed.

Event description:
During surgery, two pieces broke off from the tip of the suction handle. The larger piece was located near the suction and removed. The smaller part was not located and probably was sucked off into the gel of the suction canister. After surgery, the patient was informed about the incident. The procedure was not delayed and additional anesthesia was not required. No signs of infection were reported.